Manufacturer narrative:
(B)(4). Date sent: 7/19/2023. Additional information was requested, and the following was obtained: what were the indications for surgery? What surgical procedure was performed? Robotic rt colon did the patient receive any preoperative chemotherapy or radiation? No does the surgeon believe that there was an alleged deficiency of the ethicon tlc75 device that caused or contributed to the leak, or were there patient tissue factors? He thought it was the stapler, however the hospital is using west coast medical what color reloads were used and what was the sequence of the firings? Blue what anatomical structures was the device fired on? Rt colon were other stapling or suturing devices used when creating the anastomosis? No how was the common opening closed? Tx60b were there any issues experienced with the device in the initial surgical procedure? Yes the tlc has staples present when he went to fire. The device was replaced and new stapler and reload used. Original product was not saved. Was the device difficult to assemble/close? No was the device difficult to fire; was the force to fire higher than expected? No how was the integrity of the anastomosis checked intraoperatively? No sure how was the leak identified? Patient presented with a leak 3 days post op was it leaking through the staple line? Yes were there any malformed staples or missing staples identified? If so, please describe the shape and location. Staple line was open in a a section, too much stool to identify malformed staples were there any signs of tissue ischemia or necrosis? No. What was done in the reoperation? Resection and re-anastomosis. What is the current status of the patient? Home and recovered.

Manufacturer narrative:
(B)(4). Date sent: 5/31/2023. B3: only event year known: 2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? What surgical procedure was performed? Did the patient receive any preoperative chemotherapy or radiation? Does the surgeon believe that there was an alleged deficiency of the ethicon tlc75 device that caused or contributed to the leak, or were there patient tissue factors? What color reloads were used and what was the sequence of the firings? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? How was the common opening closed? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to assemble/close? Was the device difficult to fire; was the force to fire higher than expected? How was the integrity of the anastomosis checked intraoperatively? How was the leak identified? Was it leaking through the staple line? Were there any malformed staples or missing staples identified? If so, please describe the shape and location. Were there any signs of tissue ischemia or necrosis? What was done in the reoperation? What is the current status of the patient? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that post op to an unknown procedure the patient was brought back to the or two days post op to repair a leak.